Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 04/14/2025: this occurred on (B)(6) "205" during a right medial meniscus procedure. All fragments were retrieved. The case was completed successfully with a different swivelock, ar2323pslc suture anchor, peek swivelock c, without any delays or additional anesthesia administered for the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/28/2025, it was reported by a sales representative via (B)(4) that an ar- 2323pslc peek swivelock screw shredded threads multiple times during insertion. This was discovered during a right medial meniscus procedure. The patient was not harmed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and misalignment during insertion. The complaint allegation was confirmed based on the customer's attached picture, which shows the anchor damaged, and the threads broken off.